Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image failure occurred because the terminals of the video connector socket were bent. The bent terminals were likely caused by the endoscope used, and surmised the following as occurrence mechanism: (1) if the distal end of the connector in the endoscope side was chipped or a foreign object was adhered to the distal end at the time the endoscope was connected to the video connector socket, the endoscope would be caught by the terminals of the video connector socket. (2) if the endoscope was further connected while the terminals were caught, the terminals would be pushed farther and bent. In addition, the power supply rear fan likely malfunctioned because it has been more than 7 years since the subject device was manufactured and delivered, and has worn out due to age deterioration. The following verbiage is identified in the instruction manual, and may have prevented the phenomenon: - "important information - please read before use: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." - "6.3 connection of an endoscope: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connector of the videoscope / camera head are not damaged."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a bent pin inside the scope socket, causing image problems with scopes. In addition, the power supply rear fan was found not functioning. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a problem with color output occurred and the connection pin was bent. There was no patient injury, associated with the problem, reported to olympus.